Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral vein using a lightning aspiration tubing (lightning). During the procedure, while aspirating in the target vessel, the indicator light on the lightning unit turned from green to solid red approximately halfway through the procedure. Therefore, the lightning unit was removed. The procedure was completed using a new lightning unit. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning could not confirm the reported solid red light. Evaluation confirmed the returned lighting unit was clogged during functional testing. The lightning was able to aspirate a small amount of fluid into the canister before indicating a flashing yellow light indicating a clog. No additional fluid was able to be aspirated into the canister. There was blood throughout the length of the returned lightning tubing. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.